Event description:
A hospital in (B)(6) reported via a distributor that there was an air leak on an rt340 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) and visually inspected. Results: visual inspection revealed that the y-piece connector of the complaint breathing circuit was broken. No other damage was noted. A lot check revealed no other complaint of this type for lot number 121205. Conclusion: based on inspection of the damage, it is likely that the y-piece connector was exposed to excessive force. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).